Event description:
A cusa machine was set up for a craniotomy pre-operatively. When using cusa intra-operatively, a leak was noticed in the tubing. Contamination of the instruments in the sterile field was suspected; surgeon was notified; equipment was removed and replaced with new tubing.